Event description:
Small bowel obstruction, dense abdominal adhesions. Information was received in 04/03 from a gynecological oncologist (initial contact via a sales representative) regarding a patient diagnosed with ovarian cancer who underwent a laparotomy, omentectomy and extensive debulking (date unspecified). Six to seven sheets of seprafilm were placed between the incision line and the abdominal contents as well as between the mesentery of both the large and the small bowel. Intraperitoneal bacitracin, one ampoule in 120 ml saline, was administered at conclusion of the surgery. Intraperitoneal administration of chemotherapeutic agents was not performed during surgery. Post-operatively, the patient developed small bowel obstruction and twelve days after surgery, underwent prolonged exploratory surgery. During exploratory surgery, dense, severe adhesions were noted in the location where seprafilm had been applied (clearly noted on the peritoneal surface where the seprafilm sheets had been placed). The physician noted that the surgical procedure lasted nine hours which normally takes thirty minutes. It was reported that the patient's present condition is not critical. The relationship between the event of small bowel obstruction and seprafilm was not assessed by the treating physician.